Event description:
It was reported that the patient experienced pain when stimulation was on and off, even when stimulation was turned down. This started around the lead location and spread down to the left foot. There was no known accident or incident related to the event - it started two weeks ago out of the blue. The patient had an appointment with her physician scheduled for (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3037 serial# (B)(4); lead model 3093-28 lot# v192503 implanted: (B)(6) 2009 explanted: unknown.